Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. Visual analysis of the lead indicated damage at implant. The helix of the lead will not extend or retract due to the distal conductor being distorted at 1.5 cm within the connector leg from over rotation of the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure of the lead, that the lead exhibited helix extension/retraction issue where the helix would not extend and jumps during extension/retraction. Too many turns were required to extend/retract the helix. The lead was attempted, not used. No patient complications have been reported as a result of this event.